Event description:
Spinal cord stimulator stopped working (broken electrode). Patient returned for removal of this electrode and an implant of a new spinal cord stimulator.representative from manufacturer was present during surgery.